Event description:
The device was explanted due to a backup vvi reset mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The devices functionality was tested and no anomaly was found. The device met all specifications. The bvvi reset was due to a depleted battery. However, the cause of the premature battery depletion could not be conclusively determined.